Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's vns indicated hight impedance during pre-operation diagnostics. The pt was to have battery replacement due to end of service, but the surgeon opted to replace the vns lead and generator since the high impedance was present. No adverse events have been reported. Attempts for further info are in progress. Attempts for the return of the explanted lead and generator have been unsuccessful to date.